Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury. Device issue: shaft separation. It was reported that the lesion was highly calcified and was treated with dilatation first. A 3.5 x 18 xience stent delivery system (sds) was attempted to be used; however, the stent could not cross the lesion. During inspection of the device, it was noted that the mid part of sds was split in two pieces. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4).